Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose levels for several days, and did not receive a no delivery alarm. It was stated that the customer had to change the infusion set three times a day. The customer inserts only in the buttocks, and was not willing to try a different insertion site. Troubleshooting was performed. The insulin pump passed the prime and displacement tests, but further troubleshooting was declined. Nothing further was reported.